Manufacturer narrative:
As reported, the ventralight st mesh was implanted incorrectly with the st coated side oriented against the abdominal wall instead of facing the bowel as intended. It appears that the postoperative issue that presented was due to the incorrect placement of the implant. No lot number has been provided; therefore, a review of the manufacturing records is not possible.. The instructions-for-use, supplied with the device, states, ¿it is extremely important that this mesh be oriented correctly to function as intended. The visceral side of ventralight st mesh is designed to temporarily separate tissue surfaces and minimize tissue attachment to the mesh. Place the bioresorbable, coated side of the mesh against those surfaces where minimal tissue attachment is desired, i.e., against bowel or other visceral structures. The uncoated polypropylene mesh side should face the surface where tissue ingrowth is desired. The uncoated polypropylene mesh side should never be placed against the bowel or other visceral structures¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, using the scroll technique the ventralight st mesh was implanted on the wrong/reversed side (st coated side oriented against the abdominal wall instead of facing the bowel.) Postoperatively the patient was diagnosed with ileus.

Event description:
As reported, using the scroll technique the ventralight st mesh was implanted on the wrong/reversed side (st coated side oriented against the abdominal wall instead of facing the bowel.) Postoperatively the patient was diagnosed with ileus.

Manufacturer narrative:
As reported, the ventralight st mesh was implanted incorrectly with the st coated side oriented against the abdominal wall instead of facing the bowel as intended. It appears that the postoperative issue that presented was due to the incorrect placement of the implant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use, supplied with the device, states, ¿it is extremely important that this mesh be oriented correctly to function as intended. The visceral side of ventralight st mesh is designed to temporarily separate tissue surfaces and minimize tissue attachment to the mesh. Place the bioresorbable, coated side of the mesh against those surfaces where minimal tissue attachment is desired, i.e., against bowel or other visceral structures. The uncoated polypropylene mesh side should face the surface where tissue ingrowth is desired. The uncoated polypropylene mesh side should never be placed against the bowel or other visceral structures.¿ addendum: h11: this supplemental MDR is submitted to correct the implant date field. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d.6 a (medical device implant date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.